Manufacturer narrative:
This report is being filed based on the report of "the hydrophilic coating of the stiff zipwire sheared off the wire". It was reported that the device is not available for evaluation; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint narrative indicates no damage was noted prior to use. The warnings section of the device instructions for use (dfu) indicates, "do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire." Device instructions for use (dfu) also indicates "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Questions have been submitted to the distributor to try and obtain additional information for this incident; however, it was reported that no additional information has been provided at the time of this report. The date of event was documented as (B)(6) 2018. At this time it is not possible to assign a definitive root cause for this event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Male patient with right upper extremity venous declot used stiff zipwire (#m0014630880, lot #11035079). Per vascular surgeon; "the hydrophilic coating of the stiff zipwire sheared off the wire. The wire catheter was unable to be advanced over the wire resulting in loss of access".

Manufacturer narrative:
Documented PMA/510k number.